Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of "high". A specific value was not provided. Cause was not known. A manual dose injection. Was delivered to address bg. The customer changed pump supplies and resumed insulin.